Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 15.8 mmol/l, with polydipsia, associated with an alleged occlusion issue. Reportedly, the patient discontinued the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed the pump emitted multiple occlusion alarms after the infusion set and cartridge were changed. The patient¿s healthcare provider had made changes to the pump bolus settings. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported as a malfunction in relation to an occlusion issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-apr-2018 with the following findings: during investigation, there were numerous occlusion alarms found in the black box. The force at the time of the occlusion was high. The ez prime steps were performed correctly with no alarms. The force calibration passed within specification. The pump was exercised for 24 hours with no occlusion occurring. The pump was opened and there was no intermittent condition found to the force sensor circuit.